Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the report of thrombus. The specific root cause of the observed depositions could not be conclusively determined. Additionally, a direct correlation between the device and the reported right ventricular dysfunction and hypoxia could not be conclusively established through this evaluation. The pump was returned assembled with the driveline cut approximately 12 inches from the pump header. The distal end of the pump cable and the modular cable were not returned. The outflow graft and outflow graft bend relief were returned detached from the pump. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff had been removed and was not returned. Upon disassembly of the returned device, evaluation of the distal end of the inflow cannula lumen revealed a small tissue-like deposition which appeared to occlude approximately 95% of the blood flow path. The deposition had a soft structure and was lightly adhered to the inflow cannula lumen. The shape and structure of the thrombus formation suggested that it developed within the distal end of the inlet cannula over an undetermined amount of time. The evaluation could not conclusively determine if the observed thrombus formed prior to the onset of the reported low flows or as a direct result of a decrease in flow. Additional soft, tissue-like depositions were observed within the pump cover, lining the textured surface and forming to the shape of the rotor eye. A deposition of loosely coagulated blood was also observed within the lumen of the outflow graft. These formations appeared to be associated with poor surface washing due to an interruption in flow through the pump. Review of the log files retrieved from (B)(6) noted the pump operating at 5100 rotations per minute (rpm) with flow averaging approximately 4.5 liters per minute (lpm) on (B)(6) 2024. Between 19:26 and 22:14 on (B)(6) 2024, the estimated flow declined to the 2.2 ¿ 3.4 lpm range in the setting of set speed between 4500 rpm and 5200 rpm. Between 23:17 on (B)(6) 2024 and 02:16 on (B)(6) 2024, additional set speed changes were made as high as 5800 rpm, with flow remaining in the 3.4 ¿ 3.5 lpm range. The remainder of the log file showed the set speed being incrementally decreased, reaching 3000 rpm at 10:03 on (B)(6) 2024. The corresponding flow estimation decreased with these speed reductions, showing 0.0 lpm at 3000 rpm, where it remained for approximately 10 hours with a continuous low flow hazard alarm. The final 12 hours of data (captured between (B)(6) 2024) show multiple speed changes between 3500 rpm and 4200 rpm with the corresponding flow estimations increasing to approximately 1.9 ¿ 2.5 lpm. The captured events appear consistent with the findings of the pump inspection, however, the specific root cause of the initial decrease in flow could not be determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure, pump thrombosis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a heartmate 3 pump and a centrimag right ventricular assist device (rvad) on (B)(6) 2024. The patient experienced abrupt low flows with hypoxia, so the patient's rvad was converted to veno-venous extracorporeal membrane oxygenation (vv-ECMO). The patient had worsening flows, so the vv-ECMO was converted to a venoarterial (va) ECMO on (B)(6) 2024. Pump speed was decreased to 3000 rotations per minute (rmp) by the surgeon when the ECMO was cannulated. Pump speed remained between 3000 to 4000 rpms until the time of explant. The patient was eventually explanted on (B)(6) 2024 due to excessive low flow alarms. The patient was taken back to the operating room and found to have an extensive clot from the left ventricle, pump, outflow graft, and into the aortic root. The event log files captured constant low flow events on (B)(6) 2024 with the fixed and low set pump speeds at 4000 rpms. The pump was disconnected on (B)(6) 2024 at 08:54. The patient was supported by va-ECMO after the surgery. The patient passed away on (B)(6) 2024 due to thrombosis and right ventricular failure. It was unknown if the outcome was device related. The pump did not operate as expected as it was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.